Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported that during a vitrectomy procedure the system made an unusual noise, the cutting and other vitrectomy functions were not working. The case was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumatics module was replaced to address the cutting issue. Additionally, the tabletop illuminator was replaced but the company representative did not indicate why this was done. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 1, 2011. Based on qa assessment, the product met specifications at the time of release. An illuminator and a pneumatics module were received for evaluation. A visual assessment of the returned samples revealed the tabletop illuminator had accumulated a large amount of dust and debris around the chimneys and the casing of the module. The returned tabletop illuminator was then connected to a calibrated system and found to have a low lumen output of 4.057 and 4.764 from port 1 and 2, respectively. The lamp was disassembled and cracked aspheric collimating lenses were found. The returned pneumatics module was connected to a calibrated system and found to have cutting pressures out of specification. The cracked lenses in combination with the dust and debris present on the module can result in low lumen output, but is unrelated to the customer¿s reported events. Upon testing, the pneumatics module was found to have cutting values out of specification. Out of specification cutting values are a known issue and a result of a nonconforming valve. The root cause of the reported probe performance issue can therefore be attributed to a nonconforming vit valve cable. The company representative did not indicate replicating the reported noise. Additionally, during sample testing no unusual noises could be heard. As no problem was found, the root cause of the noise issue cannot be determined. The root cause of the reported probe performance issue can be attributed to a nonconforming vit valve cable. As no problem was found, the root cause of the noise issue cannot be determined. The manufacturer internal reference number is: (B)(4).